Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels since starting insulin therapy with the pump. Bg value was unknown; however, sometimes ranged above 397 mg/dl. The customer delivered a bolus and observed insulin exiting from the end of the tubing and verified that the pump was delivering insulin as intended. However, the customer observed less insulin from the bolus with the tandem pump when comparing the same bolus amount with an alternate pump. Additionally, the customer's pump settings were accurate. Customer reverted to an alternate pump for insulin therapy and blood glucose levels stabilized.